Event description:
It was reported that the user "dropped the pump in water" and the device gave an alarm. No adverse effects to patient reported.

Manufacturer narrative:
H3: one cadd legacy plus pump was received in good physical condition. There was a chip in the upper rh corner of the rear housing on the seam. The pump was disassembled and the reported "beeps when turned on" issue was able to be duplicated. On power-up, the pump alarmed with a two-tone fast alarm at a low volume. The inside of the pump was damp and had corrosion throughout the board and other components. The issue was customer induced as the pump was dropped in water. Due to the corrosion and other damage, the pump will be designated beyond economical repair.